Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using an m.r.I. Port. Prior to the procedure, during preparation, it was reported that upon opening the catheter package, it was found that the catheter tip was allegedly fractured. Furthermore, the associated needle was leaking. There was no patient contact.